Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the evaluation, the most probable cause of the no image malfunction is due to a failure of the charged coupled device (ccd) unit. Since this product has been used for more than its expected life, it is probable that the ccd unit failed due to deterioration over time. Additionally, it is estimated that a horizontal line was generated due to the disconnection of the cable. The disconnection of the cable is considered to be due to the handling of the user. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states the camera cable may become damaged due to the following: - do not coil the camera cable with a diameter of less than 20 cm. - never excessively pull the camera cable, but straighten it gradually when it is coiled. - never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. - do not use excessive force when wiping the external surfaces of the camera cable. - never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. - never use a clamp or forceps to attach the camera cable to another object. The legal manufacturer will continue to monitor complaints for this device.

Manufacturer narrative:
The evaluation of the device displayed no image and was due to a faulty ccd chip (charged coupled device). Additionally, there were intermittent lines on the screen due to a shortage in the cable unit. Also the scope mount is loose due to faulty coupler. The device was repaired to standard specifications and returned to the customer. A review of the device's repair history shows the device was last serviced via repair on november 24, 2020, due to a cut in the cable unit. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection of a customer returned device, the high definition autoclavable camera head was found to display no image. There was no reported allegation of any malfunction associated with the device and there was no patient involvement reported.